Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number : (B)(4); batch/lot number: 5020669; model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. It was noted that during implant of new system, patients lower extremities were not showing normal. The physician believed it was not device related and the cause was unknown. The case was aborted per physicians preference.